Event description:
It was reported that this pacemaker reverted to safety mode. Device replacement was recommended. This device was subsequently explanted. Another device was implanted to complete the procedure. This device has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.